Event description:
It was reported that during a lap appendectomy, for the third firing, the stapler was articulated, closed on the tissue and fired. Upon completion of the firing, the surgeon pushed the release button, but the stapler did not open. Troubleshooting techniques attempted. A small incision in lower left quadrant, at the trocar site was made to remove the stapler. The stapler was examined and at the articulation joint, plastic had broken off in pieces. The pieces were retrieved from the pt. The procedure was altered because a small cecectomy was performed, instead of just an appendectomy. Case completed with another device of the same product code.